Manufacturer narrative:
The investigation into this event is ongoing and additional information will be requested from the reporting hospital regarding device availability and patient condition. As the guidewire is a purchased component for angiodynamics, a supplier corrective action response (scar) will be forwarded to the supplier. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Event description:
As reported: "midline placement. Register nurse tried to insert sheath over the wire and it would not advance. When trying to remove the wire, wire could not be removed from patient's arm. Patient was sent to have wire removed by a physician."

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo midline product family and the failure mode "difficult to remove guidewire. " no adverse trend was identified. As the guidewire which was the subject of the complaint is a purchased component for angiodynamics, the supplier, heraeus medical was notifed of the event. They were unable to determine a root cause or confirm the failure, as no sample was returned. There was no observation made during their records review that could identify any contributng factors to the reported failure. All inspection results were recorded within specification limts. A potential cause of a difficult to remove guidewire from the vasculature is tortuous patient anatomy. ((B)(4))